Manufacturer narrative:
Correction-upon investigation this has been discovered to be a duplicate complaint, all initial information and the investigation has been submitted under MFR#1038671-2021-00239. Any new or additional information will be processed appropriately and reported under MFR#1038671-2021-00239.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 5338006 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. 5441528 200-07-35 - advanced patella 35mm 3 peg implant. 5495781 02-020-11-0350 - truliant ps cem fem ps cem right sz 5.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2018. They subsequently underwent right knee revision surgery on (B)(6) 2021, approximately 2 years 6 months after their initial procedure. Preoperative x-rays showed stable components, but bone scan light up on the femur. Revision operative report on (B)(6) 2021. Revision right total knee arthroplasty. Postoperative diagnosis: filed right total knee arthroplasty secondary to aseptic femoral loosening. The patella was found to be well fixed. The femur was able to be disimpacted from the cement without any adherence to the cement. Cement was mantle was pristine and intact on the femur. Tibia was well fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.